Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer. Hardware performance may have contributed to this event; however, the primary failure mode could not be determined. The customer replaced the sample probe and ise (ion selective electrode) electrode which resolved the issue. (B)(4).

Event description:
The customer reported the generation of false low na (sodium) patient results on their au480 chemistry analyzer. There was no report of impact to patient treatment.